Event description:
It was reported that: "the issue during the case was the nurse opened the 36mm plus 5mm femur head. They found that the inner package had discolorations and unexpected material on the top inner package. The nurse had concerns of its sterility and the nurse and surgeon both decided they should not use the implant. They were forced to use 36mm plus 5mm head aluminum ceramic head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.